Manufacturer narrative:
Investigation result: no my8030-0006 sample was available for investigation. The customer reported that the affected sample was from lot 25065054 and that "during withdrawal operations, the syringe ¿draws¿ drug between the plunger and the cylinder, leaving traces of drug visible." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience where fluid was seen to have leaked outside of the plunger. However, it was no possible to determine the root cause of the leakage from the photographs alone. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25065054 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8030-0006 product over the past 12 months.

Event description:
Medicines involved: epi and ctx.

Event description:
It was reported that the bd texium needle-free syringe had leakage past stopper. The following information was provided by the initial reporter, translated from italian to english: during withdrawal operations, the syringe "draws" medication between the plunger and the cylinder, leaving visible traces of medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.